Event description:
Product analysis summary: the lead assembly was returned for analysis in four pieces. The lead was received without the electrodes. Visual inspectio idenified two lead breaks. Scanning electron microscopy was performed at the area where the lead breaks were identified. Scanning electron microscopy identified pitting on the surface of both lead coils. This is an indication that stimulation was present for some period of time after the fracture occurred. Because of the surface conditions resulting from the pitting it is unknowh how the fracture occurred. Other conditions of the lead are consistent with conditions that exist after the explant procedure. The concomitant device (pulse generator) was also returned. The pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any conditions that would have contributed to the high lead impedance condition.

Event description:
Vns pt underwent lead replacement surgery due to lead discontinuity. Both the lead and generator were replaced. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine the nature or the cause of the reported lead discontinuity.